Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was a travel reverse error. The event occurred during testing. There was no patient involvement

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed cracks to the top case at both front corners and right plunger case along with a broken battery door and bottom case. Review of the event history log (ehl) showed check clutch/plunger lever. A functional test was performed and the reported issue was duplicated. A worn leadscrew, right and left clutch halves and clutch spring were confirmed. The cause of the reported issue was due to normal wear. As a result, the leadscrew, right and left clutch halves, and clutch springs were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.